Event description:
It was reported that during a percutaneous angioplasty intervention removal difficulties occurred. The chronically totally occluded target lesion being treated was located in the calcified anterior tibial artery. A 300cm victory 14 guide wire was advanced and after multiple attempts it was able to cross the lesion. An unspecified size coyote balloon catheter was advanced over the victory 14 wire and used to dilate a portion of the occlusion. Upon attempting to remove the coyote balloon catheter there was strong friction with the victory guide wire and the two devices were removed together and intact. Once outside the patient, the devices were able to be separated. The same coyote balloon catheter was used to complete the procedure with a v14 control wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).